Manufacturer narrative:
Additional information was provided in b.2., b.5. And d.6.b. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received from consumer via call stating that the iol was exchanged for another model different diopter from same company lens, 2 years 10 days following the initial implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via united states of america health authority that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, shadows, positive and negative dysphotopsia, inability to see distant and hazy vision. Reporter was dissatisfied with design of iol. Additional information has been requested and received stating that started noticing symptoms on the day of the iol implant in the left eye. The patient made numerous visits to the surgeon and other optometrists and tried prescription glasses and over the counter glasses. The patient had a vitrectomy and a yag laser on the affected eye to try to make it tolerable. The patient experienced symptoms include extreme bright starbursts snowflakes on all lights, a hazy, foggy gauzy look to everything. The patient cannot drive due to glare off of other vehicles and no clear distance vision. In door lighting in stores, restaurants and offices was awful, patient just stay at home. Going anywhere at night where there are car lights or anything else lit up was not doable. Next step was to have the very risky surgery of exchanging the company lens for a mono focal iol.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient information brochure was provided. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).